Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and stripped threads on the battery cap. This report is made based on the results of an investigation completed on 12/18/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/18/2013 with the following findings: there is an evidence of cracking from the top of battery compartment toward the pump case seal. The threads on battery cap is stripped. Unrelated to the complaint, the display screen also has a dim pink and fading text. Audio bolus button cover has a hole at the center of button and the button is still operable as normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release